Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty strip connector of the meter due to lifted solder pad on code key connector. The root cause of damage strip connector is a lifted solder pad on code key connector. Manufacturer contacted customer with follow up phone call for knowing customer condition; customer informed that feels better; customer did not seek medical attention. Customer informed on initial phone call that contacted his doctor who increases the insulin doses feeling well after.

Event description:
Consumer reported complaint for meter will not code appropriately (showing - - - on display). The customer's wife is calling on behalf of the customer. The customer reported symptoms of dry mouth and throat. The customer called their physician in order to obtain medical advice regarding actual blood glucose results and reported symptoms. The physician increased the customer's insulin dose over the phone. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was attempted by the customer, but the meter would not code and displayed - - - on the display. The test strip lot manufacturer's expiration date is 03/31/2018.